Event description:
It was reported that the drill bit is stuck inside the ao/asif quick coupling for drill bits and the device was stripped. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The additional evaluation indicates the reporter's complaint that the unit stuck inside the unit was confirmed. The device was evaluated and the complaint was duplicated. Evidence indicates this is due to usage wear over time. A service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is 18-jan-2011. The source of the manufacture date is the device history record review. Device is an instrument and is not implanted/explanted. Placeholder.